Event description:
The user facility reported that during therapeutic transurethral resection of prostate, the electrode failed and the loop melted. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info and was informed that the loop melted when the users were about 10 mins into the procedure. The setting on the electrosurgical unit was said to be at 280 cut and 140 coag while in monopolar mode. The procedure was said to have been completed using an unspecified button electrode. There was no pt injury reported, and no report of any device fragments falling into the pt. The loop electrode referenced in this report was returned to olympus for eval in a biohazardous state, which limited the eval to visual inspection only. The eval confirmed that the loop was melted, and that the middle section of the loop was missing. The device was forwarded to the original equipment MFR (OEM) for further investigation. If add'l significant info is provided, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.